Manufacturer narrative:
(B)(4). (B)(6). (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of ventricular tachycardia, angina, and dissection, as listed in xience prox everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with the use of the device. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary procedure to treat a target lesion in the distal circumflex artery. After implantation of the xience pro x stent, a dissection occurred. The dissection was treated with implantation of two 2.5 x 18 mm xience pro x stents and the dissection resolved. Post procedure, the patient experienced slow ventricular tachycardia (vt) and unstable angina. The patient was monitored for the slow vt and angina. One day post procedure, the patient experienced an elevation of cardiac enzymes. No treatment ws provided. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of myocardial infarction, as listed in xience pro x everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with the use of the device. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
Subsequent to the initial report, additional information was provided that indicates that the patient was discharged to home on (B)(6) 2015, one day post index procedure. Later that same day, the patient was re-hospitalized with thorax pain, unstable angina and uncontrolled hypertension. Medication was administered. The hypertension was deemed as not related to the study device or study procedure. A non-st elevation myocardial infarction was diagnosed. Coronary angiography was performed and noted residual dissection with residual stenosis; however, due to the timi iii flow and small vessel size, no additional intervention was performed. On (B)(6) 2015, the patient reported having retrosternal pain. No treatment was provided for the retrosternal pain, which resolved the same day. No additional information was provided.

Manufacturer narrative:
(B)(4).